Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 31st october 2011 and performed to specification up to the 19th january 2014. The device failed a self-test due to a low battery on the 26th january 2014, the device then passed a self-test on the 30th january 2014. Multiple manual power ups mainly of 10 minutes duration were recorded between the 3rd-25th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The voltage fluctuation was caused by either the pad-pak not being properly seated in the device, a partially depleted pad-pak may have been installed or intermittent failure of the battery pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use,.